Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to replace solenoids 2 and 4. If replacing solenoids don't work, the customer was advised the replace the data acquisition board. The customer reported replacing the solenoids and the issue was resolved. The unit was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device logged a machine and pressure sensor autozero failed error. The device was in use at the time of the event; however, there was no patient harm.